Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was due to poor environment/source of water. The patient was hospitalized for the event. On an unreported date the patient began treatment with unspecified antibiotics for peritonitis, which were discontinued 14 days after hospitalization. The same day dianeal therapies were discontinued and the patient was transferred to hemodialysis. At the time of this report the patient was not recovered from the peritonitis event. No additional information is available as the reporter declined to provide any further information.